Manufacturer narrative:
This ipg serial number was included in a field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s ipg has become inoperable. Company representative has confirmed ipg inoperable. As a result, patient underwent a surgical intervention on (B)(6) 2018, wherein patient's ipg was replaced with a different model. Effective therapy has been restored post operatively.